Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot part # 03.804.700s. Synthes lot # 82241033. Supplier lot # 82241033. Release to warehouse date:06 may 2022. Supplier: confluent medical technologies. No ncr's generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a bkp (th7) for vertebral compression fracture on (B)(6), 2023. Before the surgery, the balloon that was in question was being prepared, and it broke when the connector was attached. There was no force for it to be tightened, but it was damaged. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) synflate vertebral balloon sm this is report 1 of 1 for complaint (B)(4).